Event description:
As reported by the user facility: patient coded at 1900, with rosc achieved after approximately 15. Following resuscitation, air bubbles were noted in the IV tri set distal to the red port where code medications had been administered. An air pocket was also visualized in the lipid infusion line near the connection site, raising concern for a possible air embolism. Head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. PICC dressing was taken down and the entire line setup was changed and preserved. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. Event resulted in the patient passing away.

Event description:
As reported by the user facility: patient coded at 1900, with rosc achieved after approximately 15. Following resuscitation, air bubbles were noted in the IV tri set distal to the red port where code medications had been administered. An air pocket was also visualized in the lipid infusion line near the connection site, raising concern for a possible air embolism. Head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. PICC dressing was taken down and the entire line setup was changed and preserved. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. Event resulted in the patient passing away.